Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited loss of capture during pocket closing. The wound was re-opened; the leads were disconnected and retested. The leads were reinserted, and loss of capture was observed when pressing on the wound. The physician elected to implant a new model 1230.